Event description:
It was reported that the clip does not open properly. The clip did not close and fell in the patient. The clip was easily removed. Surgery was delayed; a little delay, time to remove the clip.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with one of the centering tabs on the distal end of the channel bent inward. The sample appeared used as there was biological material on the device. Functional inspection was performed on the returned sample. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The first clip was unable to properly load due to the bent centering tab. The sample was disassembled in order to inspect the internal components. Upon disassembly, the clips were found to be out of position and stacking on another. The clip stack was caused by the bent centering tab. The device was returned with 4 clips remaining in the channel, indicating that 11 clips were fired by the end user. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clip(s) not closing/locking" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. Upon functional inspection, the first clip was unable to load properly due to the bent centering tab. It was also found that clip stacking occurred inside the channel due to the bent centering tab. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900527 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open properly. The clip did not close and fell in the patient. The clip was easily removed. Surgery was delayed; a little delay, time to remove the clip.